Event description:
It was reported that the device infused tpn (total parenteral nutrition) very quickly against the programmed rate. The issue was still observed despite replacing the new tpn bag. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.